Event description:
(B)(4. )I had the essure device placed on the date above. I bled for ten months straight. I passed clots bigger than my hand. I was in constant low to mid level pain that would occasionally spike to such pain that I could not move. I visited the emergency room at least 7 times while I had the essure. I called my doctor when I began passing large clots and the nurse on call said that was fine. I visited my doctor when the bleeding didn't stop and she gave me birth control pills. I had the essure reversed on (B)(6) 2014. I had to take out a (B)(6) loan to do so. I've now developed recurrent cysts on both ovaries and my right kidney. The most recent cyst was detected on friday and they said it is a complex cyst that must be monitored in case surgical removal is required.